Event description:
Medtronic navigation machine froze during surgical procedure and non-functional despite rebooting and instructions from company rep. Machine was removed from or and taken out of service. Manufacturer response for medtronic fusion ent navigation monitor, medtronic fusion ent navigation monitor (per site reporter): manufacturer rep was to come and service machine the following day.